Event description:
It was reported that the tube kept locking up and caused the urine to get stuck in the tube at the top of the bag and drain inconsistently.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. A potential failure mode could be ¿urine will not flow through tubing¿ with a potential root cause of ¿kinked tubing¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [FDA letter for late mdrs. 20may2019pdf.pdf] h3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tube kept locking up and caused the urine to get stuck in the tube at the top of the bag and drain inconsistently.